Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a "autofill alarm generated after every two hours. The hospital staff restarted the pump and received the same alarm. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a "autofill alarm generated after every two hours. The hospital staff restarted the pump and received the same alarm. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the maquet sheath. Two catheter tubing kinks were observed at approximately 48.8cm & 49.8cm from the iab tip. An additional inner lumen kink was also observed within the membrane at approximately 33cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and did not fully inflate. The condition of the iab as received indicated kinks in the inner lumen and catheter tubing. We are unable to determine when the kinks occurred, however the kinks found on the catheter tubing of the returned device restricted the gas passage and resulted in poor inflation on the pump. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).